Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity was severe with unknown calcification. It was reported that 35 months post stent graft implantation a request for a talent aortic cuff was requested. At this time the CT demonstrated that the stent graft had migrated, however; there was no evidence of endoleak. Due to the co-morbidities of the patient they are not a candidate for open surgical repair. The physician implanted one aneurx aortic cuff and one talent aortic cuff stent graft. It was reported that during the implantation of the aneurx and talent aortic cuffs there was a dissection of the external iliac artery resulting in occlusion. The occlusion was successfully treated with two bare metal stents. No additional clinical sequelae were reported.